Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with cystoscopy and anterior colporrhaphy on (B)(6) 2009 due to pelvic organ prolapsed and stress urinary incontinence and a mesh were implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/29/2017. It was reported that following insertion the patient experienced infection. No additional information was provided.

Manufacturer narrative:
It was reported that the patient died on an undisclosed date. No additional information was provided.